Event description:
It was reported that the right ventricular (rv) lead is experiencing high impedance. The lead remains in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst noted the rv lead impedance was steady at approximately 500 ohms and then starting in (B)(6) 2012 a linear rise of approximately 70 ohms per week was recorded ending at 3,300ohms the week ending (B)(6) 2013. No short interval counts (sic) or ventricular-non-sustained tachycardia (nst) were recorded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: p1501dr, implantable pulse generator, (B)(6) 2011; p1501dr, implantable pulse generator, (B)(6) 2006; 5076, implantable pacing lead, (B)(6) 2006; 5076 x2, implantable pacing lead, (B)(6) 2006. (B)(4).